Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set was having an issue of simultaneous flow with the primary set during infusion. This resulted in a longer infusion time. The vent was in the closed position with no kinks noted in the line and the hanger was used at full length. This was used with a baxter pump. The issue seemed to be with the 250 ml bags of vancomycin and iron. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.